Event description:
Additional information received indicated that the plaintiff experienced abdominal pain. There were no further complications reported in relation to this event.

Manufacturer narrative:
This was initially reported on the summary report dated 08/30/2014 under exemption (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and product problem. The plaintiff also experienced urinary tract infection and dysuria. Furthermore, it was reported that the plaintiff died. The causes of death were reported as osteomyelitis of spine, chronic obstructive pulmonary disease and congestive heart failure.